Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found the ventilator to have entered a ventilator inoperative condition. The cse re-seated the graphic user interface (gui) printed circuit board (pcb) to the pcb cable. The ventilator passed extended self-testing (est), extended self-tests (est), short self-tests (sst), and performance verification testing (pvt). (B)(4).

Event description:
Covidien received info stating that an 840 ventilator experienced a bad connection. The malfunction did not occur during pt use.